Event description:
It was reported that the patient presented to their healthcare facility due to this implantable device emitting beeping tones. Upon interrogation, a code 1007 due to capacitor charge time exceeding limitations was noted and the device was at end of life. The specific charge time was not provided. The physician suspected that the device battery was exhibiting premature depletion. Technical services was contacted and recommended emergent patient hospitalization with a device replacement procedure. Additionally, it was recommended to assess the right ventricular (rv) lead integrity when connected to the new device, although there was no evidence to suggest a rv lead malfunction. The patient was subsequently hospitalized and this device was explanted and replaced to resolve the event. No additional adverse patient effects were reported. This device is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that the patient presented to their healthcare facility due to this implantable device emitting beeping tones. Upon interrogation, a code 1007 due to capacitor charge time exceeding limitations was noted and the device was at end of life. The specific charge time was not provided. The physician suspected that the device battery was exhibiting premature depletion. Technical services was contacted and recommended emergent patient hospitalization with a device replacement procedure. Additionally, it was recommended to assess the right ventricular (rv) lead integrity when connected to the new device, although there was no evidence to suggest a rv lead malfunction. The patient was subsequently hospitalized and this device was explanted and replaced to resolve the event. No additional adverse patient effects were reported. This device was received for analysis.

Manufacturer narrative:
A thorough evaluation of the device was performed upon receipt at our post market quality assurance laboratory. Review of device memory indicated that a charge timeout alert>45 seconds) had been recorded. The device case was opened, and visual inspection noted that one of the two high voltage (hv) capacitors was slightly swollen. The hv capacitor was analyzed, and it was concluded that the hv capacitor experienced internal arcing caused by a low resistance pathway between anode and cathode plates within the capacitor. This capacitor issue impacted the ability of the device to provide shock therapy because the hv capacitors could not be fully charged, but brady pacing, telemetry, and other device functionality remained available.